Event description:
It was reported that shaft break occurred. A 3.50 x 16 synergy¿ stent was selected for use and advanced but failed to cross the lesion. The device was taken out and rolled up. After further predilation, the stent was reinserted, but the device still failed to cross the lesion. The device was taken out and rolled up the second time. Following further predilation, the physician wanted to use the stent again; however, the shaft broke outside of the patient. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved u.s. Device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and microscopic examination found no issue with the profile of the stent. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The investigator noted that all the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was broken at 28cm distal to the strain relief. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50 x 16 synergy stent was selected for use and advanced but failed to cross the lesion. The device was taken out and rolled up. After further predilation, the stent was reinserted, but the device still failed to cross the lesion. The device was taken out and rolled up the second time. Following further predilation, the physician wanted to use the stent again; however, the shaft broke outside of the patient. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.